Event description:
The customer reported that the nurse did an op check while the device was attached to the patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the nurse did an op check while the device was attached to the patient. There was no negative patient impact. The customer performed their own internal investigation and provided re-training on performance of the operational check. The labeling states to "connect a 50 ohm test load to the pads/patient cable (instead of pads)." The device remains at the customer site. Re-training was done by the customer for this use issue. There was no malfunction of the device.